Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, noise, and oversensing. The noise appeared to be due to minute ventilation/respiratory sensor oversensing. Patient isometrics and pocket manipulation were performed and no noise could be recreated. There was no pacing inhibition; the patient was not rv pacemaker dependent. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.